Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for non-sustained rv oversensing due to myopotentials oversensing was observed via egms. Programming changes were made.